Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code: 2017 - excessive force. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. A prostyle suture was successfully pre-placed. Reportedly, the second prostyle device had to be forcibly manipulated to lower the foot which resulted in arterial damage. A third prostyle device was then deployed; however, it was released without resistance with the foot already open. Bleeding was noted and managed with the insertion of an 18fr introducer. A femoral stent had to be placed post-procedure to control the bleeding. Hemostasis was achieved with the pre-placed prostyle suture and the femoral stent. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of unspecified tissue injury is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. It should be noted that the prostyle IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide suture mediated closure (smc) device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it was reported that the device had to be forcibly manipulated to lower the foot, which resulted in arterial damage. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to open and close the foot, include, but are not limited to tissue, or suture caught in foot. It was reported that the device had to be forcibly manipulated to lower the foot, which resulted in arterial damage. However, the IFU deviation did not contribute to the reported difficulty closing the foot which appears to be circumstantial related to the difficulty experienced closing the foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, only two prostyle devices were used in the procedure. The first prostyle suture was successfully pre-placed even though there was difficulty with the foot. The second prostyle device was released without resistance with the foot already open. Hemostasis was achieved with the pre-placed prostyle suture and the stent. No additional information was provided.